Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary intervention. Reportedly, only one foot deployed on the proglide device. Another proglide was used with the same result. Hemostasis was achieved with a third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported foot deployment issue was confirmed based on the condition of the returned device. The analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.